Event description:
It was reported that the patient was monitored remotely via merlin.net. Review of the transmissions indicated that the insertable cardiac monitor exhibited noise oversensing. No intervention was performed. The patient remained in stable condition. Continued remote monitoring was recommended.